Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent, a 7.0 x 150mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) middle third to distal third segment in the right leg. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. The patient underwent percutaneous coronary intervention (pci) during which lower extremity angiography was also performed. The right leg was found to have mild disease in the proximal mid sfa, the distal sfa had 80% flow limiting stenosis and the popliteal artery had mild disease. Distally, there appeared to be three-vessel runoff that involved the tibial arteries on the right. The anterior and posterior tibial arteries had high grade stenosis proximally. The patient also had rutherford class IV symptoms. The intervention on (B)(6) 2022 involved bare metal stent placement, pta standard balloon angioplasty and laser atherectomy of the sfa middle third to anterior tibial proximal third. The distal sfa had a severe in-stent stenosis as well as a denovo lesion just below the distal end of the target stent/lesion. A non bm3d 6.0 x 60mm stent was placed overlapping the distal end of the target stent and covering the denovo lesion. The restenosis of treated segment (target lesion) was reported as possibly related to the device and not related to the procedure. It was reported as target lesion related. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.